Event description:
Patient had pacing leads (non-screw in type) implanted 5/14/92. They would not remain in place; patient not pacing. Tried to reposition leads on 5/16/92. Patient still not pacing. Had to have temporary pacer put in after going into respiratory arrest. Leads replaced 5/21/92.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.